Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES device had no power and the screen went black. A clicking sound was heard from the tower, and Remote Smart Service (RSS) indicated the station was offline.The customer stated that there was a delay in patient care.As per part investigation, it was determined that the reported no power to the device condition was most likely caused by thermal damage to component U401 on the drawer controller board (P/N 151622-01). This electrical failure compromised communication and control signals, resulting in loss of station functionality and preventing the device from powering on.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 10-AUG-2018 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DEVICE WOULD NOT POWER ON. THE FIELD SERVICE ENGINEER (FSE) DISCONNECTED THE ALL-IN-ONE UNIT AND SEQUENTIALLY REMOVED DRAWERS FROM THE PYXIS BUS, WHICH IDENTIFIED DRAWER 5 AS THE SOURCE OF THE ISSUE. FURTHER INSPECTION OF THE DRAWER CONTROLLER BOARD REVEALED A RESISTANCE OF 1.5 OHMS ACROSS TEST POINTS TP502 AND TP505, CONFIRMING A FAULT, WITH THE SOLENOID ALSO TESTING AT 1.5 OHMS. THE DRAWER CONTROLLER BOARD WAS REPLACED, RESTORING DEVICE POWER. HOWEVER, CUBIES WERE NOT DETECTED IN THE STORAGE CONFIGURATION. ADDITIONAL TROUBLESHOOTING, INCLUDING REPLACING THE ROW BOARD CABLE AND ISOLATING INDIVIDUAL ROW BOARDS, DID NOT RESOLVE THE ISSUE. ULTIMATELY, THE FULL-HEIGHT DRAWER WAS REPLACED, RESOLVING THE PROBLEM. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER (FSE) REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DEVICE HAD NO POWER AND THE SCREEN WENT BLACK. A CLICKING SOUND WAS HEARD FROM THE TOWER, AND REMOTE SMART SERVICE (RSS) INDICATED THE STATION WAS OFFLINE. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of "No power to the device" was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process.The device was initially evaluated by the BD FSE under WO (b)(4). It was reported that drawer 5 was causing the issue. The Drawer Controller board read short-circuited components between testing points, damaging the solenoid as well. The board was replaced and station turned on, but no cubies were detected. FSE replaced Row board cable and disconnected each row board without resolving the issue. Finally, the full height drawer was replaced and tested, leaving no issues on the station.During DCHU Visual Inspection:P/N 138900-02: The part was received for inspection with loose trays and side panels inside the drawer; missing tray locking connectors and disconnected row board cable was detected as well. No sign of fluid ingress was detected.During DCHU Testing:P/N 138900-02: Since physical damage was detected on the assembly during inspection, no testing was performed.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The probable root cause was identified as thermal damage to component U401 on the Drawer Controller board (PN 151622-01) which resulted from an electrical failure. This damage compromised the communication and control signals, leading to the station malfunction.